Manufacturer narrative:
Section h6: investigation findings: usage problem identified c23. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file review. The heartmate ii system controller (serial number: (B)(6)) was returned for analysis; however, a log file was submitted for review and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 41 days ((B)(6) 2021 ¿ (B)(6) 2021 per timestamp). No external power alarms were active on (B)(6) 2021 from 11:21:48 ¿ 11:21:51 due to dual disconnection of the power cables. The backup battery was able to provide power to the system. The alarms cleared once power was restored. The driveline was disconnected on (B)(6) 2021 at approximately 10:46:57 to exchange the system controller. There were no other notable alarms active in the log file. The system controller underwent functional and preliminary testing and passed. The controller was able to operate as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and quality assurance (qa) specifications before being shipped to the customer on 05aug2019. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2021 that the customer was concerned that a controller issue may have contributed to the no power alarms. The patient was said to have a depleted battery and a battery charged at 60%.the alarms stopped after the patient exchanged their controller.